Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. At this time, the customer has not requested getinge to evaluate the iabp. Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) displayed ¿error code f6 communication error¿ it is unknown under which circumstance this event occurred. However, there was no patient involvement; thus, no adverse event was reported

Manufacturer narrative:
The customer later requested getinge service and a getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and was able to duplicate the reported issue. To address the failure, the fse replaced the front end board. The iabp unit passed all calibration, functional and safety tests that were performed. The unit was returned to the customer and cleared for clinical use. In addition, the fse noted to the customer, that it is advisable to maintain the batteries at a fully charged state.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) displayed ¿error code f6 communication error." No adverse event was reported.